Event description:
It was reported that cartridge alarm 20 occurred and caller experienced repeated cartridge alarms with consecutive cartridges, which led to blood glucose rising above 600 mg/dl. Customer gave correction injection using multiple daily injections and did not need assistance from any third party. Issue did not occur during load process, customer planned to use multiple daily injections as backup therapy.